Event description:
New information received notes that the patient's right ventricular lead was capped and replaced on (B)(6) 2024. There were no patient consequences.

Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing. Noise reversion was noted. No intervention was performed. There were no patient consequences.